Event description:
Caller states after the paramedic intubated the pt they attempted to reinflate the cuff, the ett would not inflate. Caller states that the pt was vomitting. Caller states the pt did expire.